Event description:
A report was received that the patient¿s leads started to protrude from the skin. The physician performed irrigation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient¿s leads started to protrude from the skin. The physician performed irrigation.

Manufacturer narrative:
Additional information was received that the protrusion of lead was visible, but no skin breakage. The patient had an infection and the physician believed that infection was not device related. The patient was prescribed antibiotics and underwent a revision procedure wherein one lead was explanted. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient¿s leads started to protrude from the skin. The physician performed irrigation.